Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture & subsidence involving abgii no6 cementless right v40 was reported. The event was confirmed based on medical review. Method & results: -device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records and x-rays was rejected by a clinical consultant indicating: undated implant labels: 155/17 restoration modular stem, 19/0 v40 rest. Mod. Body, 32/-4 v40 biolox head. 6/4/20 x-rays ap pelvis, lateral right hip: bilateral reduced uncemented tha . Left nominal, right comminuted periprosthetic fracture of the proximal femur with subsidence of prosthetic stem. No clinical or pmh, no operative reports, no examination of explanted components, no dated serial x-rays.while the x-rays confirm the event description, insufficient data is presented to create a medical report regarding this late term clinical situation. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that patient was revised due to periprosthetic fracture which led to loosening and subsidence of the stem. The event was confirmed based on medical review.a review of the provided medical records and x-rays was rejected by a clinical consultant indicating: undated implant labels: 155/17 restoration modular stem, 19/0 v40 rest. Mod. Body, 32/-4 v40 biolox head. 6/4/20 x-rays ap pelvis, lateral right hip: bilateral reduced uncemented tha . Left nominal, right comminuted periprosthetic fracture of the proximal femur with subsidence of prosthetic stem. No clinical or pmh, no operative reports, no examination of explanted components, no dated serial x-rays.while the x-rays confirm the event description, insufficient data is presented to create a medical report regarding this late term clinical situation. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not available.

Event description:
A r abg stem and head was revised to a restoration modular stem. The reason given for the revision by the surgeon was periprosthetic fracture which led to loosening and subsidence of the stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A r abg stem and head was revised to a restoration modular stem. The reason given for the revision by the surgeon was periprosthetic fracture which led to loosening and subsidence of the stem.